Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that p&bond active stand.ref. Had complaints from patients complaining about burning sensation and nasty taste, this reported by the dentist. The outcome of these events are unknown as of this MDR and further information requested.

Manufacturer narrative:
Investigation results: retain an identity check was made on the retained sample using ir. The result is in the specification. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR.